Event description:
It was reported that during an unspecified stenting procedure, locking difficulties were encountered. The location of the lesion is unk. The 10fr/12cm flexima biliary stent delivery system (sds) was advanced, however, at an unspecified time the physician noted that the inner catheter failed to lock. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported.